Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by turbid pd effluent and abdominal pain. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, stat & every 72 hrs, intravenous, discontinued) and amikacin injection (125mg, stat & every alternate day, intravenous, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued. Six days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). Six days after hospital admission, the patient was discharged. At the time of this report, the patient was stable and has recovered from the events. No additional information is available.